Event description:
The customer contacted heartsine to report that their device issued a device service required prompt. During heartsine's investigation, the device memory showed that the device had not sufficiently charged the capacitors during previous power ons. In this state the device may not be able to deliver defibrillation therapy if needed as this may lead to insufficient shock energy being delivered to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation was unable to determine the root cause of the reported fault. During the investigation, it was discovered that the device had failed to sufficiently charge the capacitors during previous power ons, leading to the "device service required" prompt heard by the customer. The device underwent extensive testing of all critical functions, performing to specification throughout. No fault was found that could have lead to the insufficient charging of the capacitors. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.